Event description:
During use of the motor the surgeon indicated that oil leaked onto the microscope. The surgeon indicated that oil did enter the surgical field, however did not come in contact with the pt.